Event description:
The customer observed falsely elevated alinity c creatinine (enzymatic) results for two patients. The samples were repeated, and the results were normal. It was noted that the instrument has been getting errors 4403 (optical system warning. Fluctuation detected), 3062 (residual liquid detected in the cuvette) and 5745 (r2 pipettor movement restricted in the (wash cup) in position (0)). The following data was provided: customer¿s reference range: 49 to 90 mol/l sid (B)(6) initial result = 500 mol/l; repeat result (on another alinity) = 60 mol/l sid (B)(6) initial result = 500 mol/l; repeat result = 72 mol/l no impact to patient management was reported.

Manufacturer narrative:
Section a1 - patient identifier: sids = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed troubleshooting including cleaning and replacement of parts. However, the fsr was unable to determine a single definitive likely cause for the elevated results. The alinity c processing module, serial number ac01914 was considered the likely cause of the issue. An instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results reported for ac01914. A review of tracking and trending of the product monitoring review (pmr) scorecard did not identify any similar issues related to the alinity system, likely cause parts, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module serial number (B)(6)was identified.

Event description:
The customer observed falsely elevated alinity c creatinine (enzymatic) results for two patients. The samples were repeated, and the results were normal. It was noted that the instrument has been getting errors 4403 (optical system warning. Fluctuation detected), 3062 (residual liquid detected in the cuvette) and 5745 (r2 pipettor movement restricted in the (wash cup) in position (0)). The following data was provided: customer¿s reference range: 49 to 90 ¿mol/l sid (B)(6)initial result = 500 ¿mol/l; repeat result (on another alinity) = 60 ¿mol/l sid (B)(6)initial result = 500 ¿mol/l; repeat result = 72 ¿mol/l no impact to patient management was reported.